Event description:
Pentax medical was made aware of a complaint that occurred in the united states. The customer reported that a brush was stuck /broke in the channel involving pentax medical video gastroscope, model eg29-i10, serial number (B)(4). The timing and location of the event is unknown. No death, injury or significant delay in procedure was reported. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
(B)(4). After multiple good faith effort requests were made to the customer with no additional information being provided as of 25-jan-2022, we are reassessing the original reportability decision and justification. The loaner endoscope was received by pentax medical for evaluation on (B)(6) 2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician was unable to confirm the customer complaint but documented the following inspection findings on (B)(6) 2021: operation channel- primary slice by accessory, distal body laser burn at channel outlet, passed dry leak test, passed wet leak test, insertion tube mild scratches at stage 1, suction tube twisted/kink, customer complaint not duplicated. The device underwent repairs including the following components: o-rings and seals, distal end assy with tubes, bending rubber, adjusting collar, angle wire, suction channel lg, x-ring(1.8x19.6) gray, gnd lug plate, insertion flexible tube assy, bending rubber, segment staycoil assy pb-free. The endoscope will be repaired and put back into loaner inventory. Model eg29-i10, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 24-nov-2021, a device history record(DHR) review for model eg29-i10, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the miyagi facility on (B)(6) 2018 under normal conditions. The endoscope was reworked for a hole at the tip and was reqorked by adhesive repainting and then passed required inspections, and was released accordingly. There were no reworks, but the device was processed under (B)(4). The dates of approval for shipment and actual date shipped were confirmed for (B)(6) 2018. Instructions for use(IFU), includes the following warning section "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.